Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value and cause was not provided. In addition, it was reported the control iq software did not resume insulin delivery after insulin suspension as expected. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.